Event description:
It was alleged by the customer that the head-end pt-right cover was damaged, reportedly exposing a jagged edge. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The customer visually evaluated the unit. Replacement cover was sent to the customer. MFR's investigation is still ongoing. If add'l info is received, a f/u report may be submitted.